Event description:
It was reported that during an unknown procedure the device broke off the I-blade and it fell inside the patient. The foreign body was retrieved before completing the case. No patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and not returned; and with the upper half of the I-blade broken off and the piece returned with the device. The device was connected to the generator and it was recognized. Because the jaw and the ii-blade were detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.